Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) exhibited a system error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that the output connector assembly was broken. It was also indicated that the case was cracked, two buttons were out of specification, and the battery drawer was sticky. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code during start up. The epg was returned for service. There was no patient involvement.